Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.

Event description:
Returned device analysis found that the stent was dislodged from the sds. Follow up information reported that the correct device was returned; however, the stent did not dislodge during the procedure, but may have dislodged after use or during packing for return.

Event description:
It was reported that during an un-specified procedure, the 2.25 x 18 mm xience pro stent delivery system (sds) was advanced, but failed to cross to the lesion. During advancement towards the lesion, the proximal shaft (10 - 15 cm from the end of the shaft) separated outside the anatomy. The sds was removed without issue and a new device was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.